Event description:
It was reported that the device failed to deliver energy during a code. The pt was not resuscitated. A clinical review by medtronic determined that the device did not cause or contribute to the pt's outcome.

Manufacturer narrative:
The device was not provided to medtronic for evaluation.